Manufacturer narrative:
Device investigation narrative - one full radius bonecutter, 5.5mm, platinum device was returned for evaluation. It was noted in the complaint description that there was no alleged malfunction of this device. No further action is warranted. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a shoulder arthroscopy using the full radius bonecutter, 5.5mm, platinum it was reported the powermax elite hand piece failed after the bonecutter was opened and couldn't be charged to the patient as a competitor's device shaver had to be used. There was a five minute procedural delay to look for another shaver. No patient impact was reported.